Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor smooth saline prostheses experienced bilateral baker grade iii capsular contracture and bilateral deflation post procedure. There was associated pain, asymmetry, and shrinking of the implants. The issues were diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2022. See 1645337-2022-03492 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture/deflation. Manufacturer¿s reference number: (B)(4).